Manufacturer narrative:
The reason for this revision surgery was the dislocation of the patient's bipolar hip. The length of in vivo service was 27 days. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to (B)(4) for examination. A review of the device history records showed no non-conforming material reports associated with the main contributor component listed in the complaint. A review of the product complaint report history showed there have been 15 prior complaints reported against this part; summary of investigations: 6 for dislocation, 3 for stability. 1 device loosening others not associated with product issues. This is the first complaint against this lot number. The surgeon deemed the original bipolar hip was too short for the patient's anatomy and revised with a longer neck. No other conditions relating to this event could be determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to the dislocation of the patient's bipolar hip. The original prosthesis was too short for patient's anatomy; a longer neck was needed.